Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother was not sure whether the insulin pump was malfunctioning. The customer's blood glucose was 182mg/dl at the time of reporting. She stated that she tried to bolus for carbs the screen still displayed an older bolus for blood glucose of 268mg/dl. She was advised to monitor the device and reach out to the helpline if a similar situation occurs. No equipment was returned. No additional information was reported.